Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor could not be detected by the icp monitor after being zeroed pre operatively. No patient injury, no surgical delay reported. The procedure was completed with a replacement product.

Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 4320554 (sn (B)(6)) was conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, or connector. The icp express passed with reading 565. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Event description:
N/a.